Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on three patients. The results provided were:19may2023 sid (B)(6) on (B)(6) initial=4.8 iu/ml /precious history 06apr2023=0.9 iu/ml; 20may2023 repeated on (B)(6) =5.2 and 4.8 iu/ml /blood bank specimen from 06apr2023 repeated on 22may2023 on ai02435=1.0 iu/ml /western blot=negative.on 22may2023 sid (B)(6) initial on (B)(6) => 200 iu/ml (> or = 3.0 iu/ml=reactive) /1:10 dilution=210.5 iu/ml /repeated on 23may2023 on ai02492 =200.1 iu/ml /24may2023 repeated and redrawn on (B)(6) sid (B)(6) =211.7 iu/ml /previous history on 03apr2023 and mar2023=negative (no actual results provided); repeated by vidas platform=negative (no actual results provided) /initial specimen from 22may2023 repeated=238.7 iu/ml /repeated with nabt tube=> 200 iu/ml; on 06jun2023 redrawn and repeated same patient=255.6 iu/ml.on 30may2023 sid (B)(6) on (B)(6) initial=13.9 iu/ml /repeated on ai02492=13.8 /repeated blood bank specimen on 31may2023=1.9 iu/ml /previous history 28dec2022=2.1 iu/ml.the customer did not provide the information of the reagent lot number used for each individual patient initial and repeat results. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of the alinity I toxo igg reagent lot 49421be00. The ticket search determined that there is as expected complaint activity for the likely cause lot 49421be00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. A review of 12 months of complaint data did not identify any adverse trends or any non-statistical trends or any atypical complaint activity associated with this described issue.historical performance of reagent lot 49421be00 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igg reagent, lot 49421be00.

Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Hold rh 6.27 the customer observed false reactive alinity I (toxoplasmosis) toxo igg results on three patients. The results provided were: on (B)(6) 2023 sid (B)(6) (dob=(B)(6) 1996) on ai02435 initial=4.8 iu/ml /precious history, (B)(6) 2023=0.9 iu/ml; (B)(6) 2023 repeated on ai02492=5.2 and 4.8 iu/ml /blood bank specimen from (B)(6) 2023 repeated on (B)(6) 2023 on ai02435=1.0 iu/ml /western blot=negative on (B)(6) 2023 sid (B)(6) initial on ai02432=> 200 iu/ml (> or = 3.0 iu/ml=reactive) /1:10 dilution=210.5 iu/ml /repeated on (B)(6) 2023 on ai02492 =200.1 iu/ml / (B)(6) 2023 repeated and redrawn on ai02435 sid (B)(6) =211.7 iu/ml /previous history on (B)(6) 2023=negative (no actual results provided); repeated by vidas platform=negative (no actual results provided) /initial specimen from (B)(6) 2023 repeated=238.7 iu/ml /repeated with nabt tube: 200 iu/ml; on (B)(6) 2023 redrawn and repeated same patient=255.6 iu/ml. On (B)(6) 2023 sid (B)(6) (dob=(B)(6) 1985) on ai02435 initial=13.9 iu/ml /repeated on ai02492=13.8 /repeated blood bank specimen on (B)(6) 2023=1.9 iu/ml /previous history (B)(6) 2022=2.1 iu/ml. The customer did not provide the information of the reagent lot number used for each individual patient initial and repeat results. There was no reported impact to patient management.